Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of error code. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During evaluation observed contamination on inlet/outlet seal, blower, iso port kit top end closure. And also observed electrical damage. The customer complaint was reproduced. There were two errors has been identified. The device was repaired.